Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in the operating room with lead noise. Fluoroscopic images revealed externalized conductors. The lead was explanted and replaced. The patient will be followed normally.